Event description:
It was reported that the user experienced nocturnal low glucose events, with a nadir of 72 mg/dl that recovered after drinking apple juice, and the user reported treating lows when the pump alerted and announcing meals at first bite or shortly after. Symptoms included no perceived hypoglycemia symptoms. Outcomes included recovery to target range without medical intervention or hospitalization. Investigation included review of reported usage behaviors and discussion of meal announcements and alert responses, and the user was transferred to a clinical support line for medical advice. Investigation of this case revealed no confirmed device malfunction and suggested potential behavioral contributors such as timing of meal announcements and treatment at or near low alerts. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.